Event description:
It was reported the pt underwent a trial implant procedure. The physician nicked the spinal cord during the procedure resulting in a cerebrospinal fluid leak. The pt did not report any abdominal symptoms. During the lead pull at the end of the trial the physician performed a blood patch. The pt has remained asymptomatic since the event. Note: the pt received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.